Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146864 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146864 and test base part number 195-430h / lot 141369a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146864 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false-positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The customer reported that the control line is close to the center was observed on the sample window. Therefore, repeat testing was not performed. The customer stated that she was fully vaccinated and symptomatic. No additional patient information, including treatment and outcome, was provided.